Manufacturer narrative:
Batch reviews performed on 21 july 2017. Lot 165282: (B)(4) items manufactured and released on 21 november 2016. Expiration date: 2021-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cup impactor, code 01.32.10.0183, lot. 1654383 (B)(4) items manufactured and released on 17 february 2017. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot.

Event description:
During surgery the cup impactor would not disengage from the cup. The surgeon removed the impactor and cup. After 10 minutes, the surgeon was able to disengage the cup from the impactor. The surgeon manually impacted the cup with a ball impactor. The surgery was completed successfully. Instrumentation is available.

Manufacturer narrative:
The cup was reported as available for investigation in the initial report, however the piece was never received by medacta international sa. The complaint has been closed without visual inspection of the item. In case of item return, a follow-up report will be sent to FDA. On 29 september 2017 it was prepared a final report with the information already submitted in the initial report. On 06 october 2017 the report was sent to the initial reporter and the case was closed.